Event description:
We were in the middle of a laser lithotripsy using the holmium laser in the cysto room and the doctor had been lasering a ureteral stone for approx 12-15 min when there was a "pop" sound. We all stopped to see where the sound occurred and found that the laser fiber had a glow dot where the blue fiber connects to the white sheath at the end of the fiber where it connects to the laser machine. The fiber was disconnected and a new one given to the doctor in which he used without incident to the end of the case.